Event description:
A us distributor contacted zoll to report that a patient developed a an open wound rash under the lifevest equipment. Patient described the area as three abrasion like areas, one is open, there was a small amount of bloody drainage under right side electrodes. The patient¿s home health nurse has dressed the area and is monitoring. Outcome of the wound is unknown.

Manufacturer narrative:
Not applicable.